Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed on the device which determined the unit met all manufacture's specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection it was observed that the pen on the angle attachment pin was coming out and the entire attachment would not stay together. It was reported that there was no patient involvement. It was reported that there were no delays to a surgical procedure. It was not reported if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported in association with this event. If additional information should become available a supplemental medwatch would be submitted accordingly.